Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during peritoneal dialysis therapy on the homechoice device. This was noted during dwell five of six, the patient was connected. The patient stated that there was solution leaking by the door of the bottom right of the machine. There was not a lot of solution, but the table was wet. The technical service representative assisted the patient with ending the therapy. During the follow up, the patient explained that the leak was coming from the tubing by the cassette door. The patient did not notice any damage or deformity before or after the leak occurred. The troubleshooting was performed, but a cause could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.